Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) the cause for the failure was isolated to the defibrillator pca and computer/analog board. Multiple thermally damaged and contaminated components were found throughout the unit. In addition, 10.8v, 5.4v, -5v, 1.8v, and 3.3v were shorted. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.